Event description:
It was reported that during a follow-up, stored egms for non-sustained right ventricular lead noise episodes were noted. High, out of range, pacing lead impedance was also noted. No lead damage was seen via x-ray. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.